Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the product leaking when using a power injector could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no: mz1000-07 batch no: unknown ((B)(6) reported as lot#/serial #) it was reported that product leaks when using a power injector. When this connector is used in conjunction with bd insyte autoguard IV catheter, we are experiencing significant leaking when utilizing a power injector for CT and MRI exams. This results in patient concerns with the contrast leaking from the site and onto the scan table and patient gown/scrubs and image quality concerns, as the contrast bolus is negatively affected. We also have concerns regarding infection control/biohazard safety as it is an open system and manual pressure must be placed on the catheter to prevent blood leaking while inserting the IV and attaching the connector. There is a high risk of exposure to blood with this system.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no: mz1000-07 batch no: unknown (10885403230196 reported as lot#/serial #). It was reported that product leaks when using a power injector. When this connector is used in conjunction with bd insyte autoguard IV catheter, we are experiencing significant leaking when utilizing a power injector for CT and MRI exams. This results in patient concerns with the contrast leaking from the site and onto the scan table and patient gown/scrubs and image quality concerns, as the contrast bolus is negatively affected. We also have concerns regarding infection control/biohazard safety as it is an open system and manual pressure must be placed on the catheter to prevent blood leaking while inserting the IV and attaching the connector. There is a high risk of exposure to blood with this system.